Manufacturer narrative:
The returned device was investigated. Visual inspection found the optical detector lens is recessed. The unit powered on using lab stock batteries and was able to obtain measurements with all of the enabled parameters. When no gas mixture is applied and no breaths are present, the device measures 0 mmhg co2, acceptable. 5.09% co2 gas mixture was applied with atmospheric pressure of 763mmhg, measured 45mmhg co2; which is outside the accuracy specification of 36mmhg to 41mmhg. Performed zeroing of the device and following zeroing the measured value remains at 45mmhg. The optical detector lens is recessed which results in the measurements reading high. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the measured value is too high. No patient impact or consequences were reported.